Event description:
It was reported that during ventricular lead revision insulation abrasion was noted on the right atrial lead. The electrical measurements were normal; the lead was repaired with the lead kit.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.